Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation, cloudy and white particles material was found on the shell. A weight test of the device was verified and the device was within specification. Voids after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Healthcare professional reported bilateral capsular contracture grade IV on the right side. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported bilateral capsular contracture grade IV on the right side. The device has been explanted.